Manufacturer narrative:
Device eval summary: device eval electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) year old, male, pt, in regards to can comm timeout, belt comm error, and belt data stream fault flags that appeared in his download. This resulted in the device displaying service code 204. The pt was issued a replacement electrode belt.